Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as skin was damaged and oozing. There was no alleged device malfunction contributing to the irritation. The patient¿s is in hospital and having a wound dressing applied for the skin irritation. There is no indication that the patient received medical intervention. The outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Not applicable.